Event description:
It was reported that on an unknown date of (B)(6) 2014, post-op, the left s1 screw broke. L5-s1 was fused and the sij was symptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.